Event description:
When raising patient at the beginning of case, the table's pedestal shroud bent and lifted the table skirt, exposing table wiring. The patient was transferred to another table and there was no patient harm. The biomedical assessment found the shroud hooks were bent and crushed. This condition was most likely caused by rough handling or abuse, such as running the table into other pieces of equipment or kicking the shroud assembly. The shroud assembly is made of stainless steel but can be bent if enough force is applied. The shroud and hooks were straightened and the table now functions properly. The table will be returned to use after the batteries are fully charged.